Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer's blood glucose level was 28.2 mmol/l. Customer also experienced little bit low blood glucose. Customer did not provide any treatment and symptoms related to high and low blood glucose level. The insulin pump will not be returned for analysis.